Event description:
It was reported that high impedance was found on normal mode and system diagnostics. No past diagnostics are available. Pt is nonverbal, so it is unknown if she is feeling stimulation. X-rays were taken and no obvious causes for the event were visualized by the physician or manufacturer. Although a sharp angle was observed in the lead body, no obvious lead discontinuities were observed in the x-ray images provided. No pt trauma or manipulation of the device occurred. The device has been turned off until surgery can be done. Revision surgery is planned, but has not occurred to date.